Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump failed the force sensor bridge test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case and a missing battery, a review of the event history log found a record of a ?force sensor bridge test' error. Functional testing was able to duplicate the reported problem. It was determined that the main pcb was the root cause. The main pcb was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).